Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the elevator of the duodenovideoscope was dirty. The issue was found during inspection. There were no reports of patient involvement.

Manufacturer narrative:
Update: d8, d10, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported dirty device elevator issue could not be determined. The reported event can be detected/prevented by following the device IFU sections below: tjf-q180v operation manual 3.3 inspection of the endoscope. Tjf-q180v reprocessing manual 5.5 manually clean the endoscope and accessories olympus will continue to monitor field performance for this device.

Event description:
No new reportable event information received from the customer.